Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had stop using their ipg, and therefore it had become inoperable. The patient may undergo surgical intervention to have the ipg replaced.

Manufacturer narrative:
It was reported to abbott the patient¿s ipg became inoperable due to user error. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
It was reported that the patent had their ipg explanted and replaced on (B)(6) 2019. Effective therapy was established post op.